Event description:
Device issue: stent dislodgement/proximal shaft separation. Time of device issue: during procedure. Adverse event: medical intervention, stent implanted partially in unintended site. It was reported that the procedure was to treat a mid left anterior descending artery (lad) lesion, with heavy tortuosity. As the sport guide wire was being placed, a dissection occurred in the target lesion. A pilot 50 guide wire was then advanced. A 2.5 x 20 mm balloon catheter was used to pre-dilate the lesion. The 4.0 x 28 mm xience v was then advanced, but could not cross due to the extremely tortuous vessel. As the device continued to be pushed, the proximal shaft became kinked, so the delivery system was removed. During the removal, the stent dislodged in the left main and the shaft separated at the kinked location. A 1.5 mm balloon catheter was inserted into the dislodged stent and partially opened up the dislodged stent. Then a 2.5 mm balloon catheter was inserted into the stent and maneuvered it partially into the target lesion and deployed the stent at that location. A 4.0 x 18 mm xience stent was deployed to cover the remainder of the lesion. The procedure outcome was good. There were no pt effects.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. A voluntary medwatch form was received by the MFR.